Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was at home, the infusion set's tubing came apart close to the site at site connector. The site location was patient's abdomen and the pump was in the pocket, on the side of infusion set. Moreover, the infusion was not even inserted. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.